Manufacturer narrative:
Additional information h6, h11. H11: the actual device was not available; however, 15 companion samples were returned for evaluation. Visual inspection of the samples showed the products in their original packaging. Functional leak testing of the dialyzer blood side was performed, and a leak was observed in two (2) of the 15 samples. A lengthwise crack was noted in a fiber in each of the two failed samples, which allowed the leakage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the fiber defect was determined to be related to the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a blood leak was observed during hemodialysis therapy from unspecified locations of three (3) polyflux 170 dialyzers. The devices were used for one (1) patient, "with the same result". The volume of blood loss or whether blood was returned was not known. There was no report of medical intervention associated with this event. No additional information is available.